Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient admitted to hospital for the treatment of high blood glucose level of 412mg/dl. Patient was admitted for couple of days. Hospital staff had given the treatment IV and fluids of saline and insulin, insulin drip to the patient. No further information available.